Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Two additional mitraclip clip delivery systems are filed under separate medwatch report numbers.

Event description:
This report is being filed due to cds0701-xtw, 10505r152 loss of posterior leaflet during deployment steps and as the clip opened while locked. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with mixed mitral regurgitation (mr) grade 4+, with an eccentric, broad jet, poor tissue integrity, and hypertrophic cardiomyopathy. The ntw clip was not implanted as a successful grasp was not obtained. The operator had difficulty grasping with this device (before lowering grippers), not related to a device issue or malfunction, but due to the patient¿s anatomy (the broad jet). The physician decided a larger xtw clip would be better for this anatomy. The ntw was removed without any issues. There was no adverse patient effect and no tissue injury due to this device. It was decided to use a larger sized clip following. The second clip, an xtw (cds0701-xtw, (B)(4)) advanced. Reportedly, excessive curves over 90 degrees were placed on this device to get into position. There was difficulty grasping and capturing the leaflets. The clip had then successfully grasped and captured the leaflets. During deployment per instructions for use, while the lock line was removed, the posterior leaflet detached from the clip, while remaining attached to the anterior leaflet. Although this clip was locked, since the deployment steps had already started, the operators did not suspect the clip could open again, as it was locked. The clip was still attached to the mandrel. Despite being locked, the operator attempted to open again, and the clip had opened while locked. The clip was then retracted into the steerable guide catheter (sgc) and removed without further issues. There was no adverse patient effect and no tissue injury due to this device. A third mitraclip advanced without issue. While establishing final arm angle (efaa), the clip opened while locked. It was decided to not use this clip. The device was removed successfully without further issues. There was no adverse patient effect and no injury. A fourth mitraclip was successfully implanted without any issues on the lateral, a2p2 leaflets. The fifth mitraclip was attempted at the medial side of a2p2. During positioning, this mitraclip interacted with the fourth mitraclip. The fourth clip remained stable and well seated. There was no damage due to this interaction. Several positioning maneuvers were performed, however, mitral leaflet damage occurred during grasping attempts, creating a larger coaptation gap. The coaptation gap was too large and the clip was unable to grasp. The fifth mitraclip attempted was not implanted and removed without further issues. Reportedly, there was no unexpected movement of the 5th clip delivery system. There was no device malfunction. The tissue injury was due to the patients anatomy with poor tissue integrity. No more clips were attempted. The mr remained grade 4+. The patient had become hypotensive and was placed on a balloon pump. That same day, a mitral valve replacement was performed, explanting the fourth clip. The event required prolonged hospitalization. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It should be noted that the mitraclip g4 system instructions for use states: warning: do not deflect the sleeve tip more than 90 degrees as device damage may occur. Use of damaged product may result in cardiac injury. Additionally, deployment step 1: lock line removal states: warning: do not turn the arm positioner more than 1 turn in the ¿open¿ direction from neutral. Failure to stop turning the arm positioner at 1 turn in the ¿open¿ direction past neutral may result in implant opening or device damage which could cause the implant to become non-functional and lead to embolization and/or conversion to surgical intervention. In this complaint it was reported the user applied more than 90 degrees of curves, which possibly contributed to the reported clip migration. Based on the available information, the reported difficulties with leaflet grasping and leaflet capture appear to be due to challenging patient anatomy. The reported improper or incorrect procedure or method is due to the user error of applying more than 90 degrees of curves to the device. A cause for the reported clip migration could not be determined. The other reported improper or incorrect procedure or method is due to the user error of turning the arm positioner more than 1 turn in the ¿open¿ direction from neutral while the clip is locked. The reported unintended movement (clip open while locked) appears to be due to the improper or incorrect procedure or method. There is no indication of product issue with respect to manufacture, design or labeling.